Manufacturer narrative:
Device evaluation: the original lens case, folding carton, and dfu were received. No complaint lens was received. Therefore, no product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed, one complaint from this production order number. However, the reported issue is unrelated. This reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: the lens was removed in the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens (iol) was scratched and lens was removed. The procedure was completed successfully using another lens of same model. No further information is available.